Manufacturer narrative:
Device evaluated by mfg: returned product consisted of a zelante dvt catheter with a power pulse attached to the device. The pump, shaft, and tip were microscopically inspected. Inspection revealed a break in the hypotube, 59 cm from the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 14nov2016. It was reported that an error message displayed. An angiojet® zelantedvt¿ was selected for a thrombectomy procedure. Following power pulse, the device would not switch over to thrombectomy mode. It had an error message. The catheter was removed and the procedure was completed with an angiojet proxi catheter. There were no patient complications and the patient's condition was fine. However device analysis revealed a break in the hypotube.